Event description:
Hcp reported difficulty in rotating the valve after it had been seated. The valve was sized to a 21mm but dueto the pt's large body surface, a 23mm was chosen. The 23mm was a tight fit. The sewing ring and housing were very snug against the annulus. The valve was eventually rotated and remains implanted with no other incidents.